Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6) failed to retract the lifeband and showed a fault 16 (timeout moving to take-up position) message was confirmed during the functional testing and the archive data review. The root cause of the reported complaints was a seized brake caused by corrosion on the brake housing area of the drivetrain motor. Performing regular daily checks and storing the device in a location with low humidity will reduce the likelihood of corrosive damage to the drivetrain motor and prevent the brake gap from seizing. The archive data indicated multiple fault 16, confirming the reported complaint. The autopulse platform failed functional testing due to fault 16 displayed upon powering up, confirming the reported complaint. The drive train needs to be replaced to address the reported complaint. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).

Event description:
The autopulse platform (sn (B)(6) was utilized for resuscitating a patient. During the call, the platform failed to retract the lifeband and showed a fault 16 (timeout moving to take-up position) message. Consequently, the crew switched to manual CPR for the remainder of the call. No impact or consequence on the patient.